Manufacturer narrative:
Possible cause could not be determine due to product has not been returned for detailed analysis. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead the physician had difficult to place the lead due to the vein was dissected and physician decided to terminate the procedure. No additional adverse patient effect were reported.

Manufacturer narrative:
Possible cause could not be determine due to product has not been returned for detailed analysis. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that when attempting to implant this left ventricular (lv) lead the vein was dissected and physician decided to terminate the procedure. No additional adverse patient effect were reported.